Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, it was reported by an arthrex employee that for 4 units of ar-4500, meniscal cinch¿, both anchors dropped out and suture broke. This was detected during use in a right knee meniscus repair surgery on (B)(6) 2025. The procedure was completed successfully with the 5th ar-4500. There was no patient harm and no secondary procedure needed. Ar-4515 used as cutter/knot pusher.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 the complaint allegation was confirmed. One unpackaged ar-4500 batch 15116180 was received for evaluation. Visual evaluation revealed that the returned suture was damaged, broken, and frayed. One anchor was still attached to the suture with no major damage. The evaluation of the handle and trocar noted that the number #2 trocar is stuck inside the depth stop. A functional test was performed by sliding the trocar inside the depth stop, and resistance was encountered when attempting to move the #2 trocar. Trocar #1 was slid in and out without resistance. The most likely cause of the reported failure is user error, including incorrect surgical technique during device application. These factors may have contributed to the malfunction or compromised the integrity of the implant during the procedure.